Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump alarmed button error. The customer¿s blood glucose level was 440 mg/dl, 56 mg/dl and 280 mg/dl. The buttons were not responding. The insulin pump was exposed to moisture. Customer reported that the insulin pump was exposed to fluid in the past with no moisture visible in insulin pump. The time clock was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the displacement, rewind and self test due to unresponsive buttons.